Manufacturer narrative:
B5 event summary: corrected from "stent expandable balloon" to "balloon".

Event description:
It was reported that balloon material ruptured. A target lesion was in-stent restenosis, moderately calcified and mildly tortuous. A 3.50mm x 12mm nc emerge stent expandable balloon was used for percutaneous coronary intervention (pci) procedure. During procedure, during inflation at 20atm balloon burst. Balloon was successfully retrieved and there were no device fragments left inside the patient. Procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that balloon material ruptured. A target lesion was in-stent restenosis, moderately calcified and mildly tortuous. A 3.50mm x 12mm nc emerge stent expandable balloon was used for percutaneous coronary intervention (pci) procedure. During procedure, during inflation at 20atm balloon burst. Balloon was successfully retrieved and there were no device fragments left inside the patient. Procedure was completed with another device. No patient complications were reported.